Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during a visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear was also observed at the union between the patch and shell of the implant. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast reconstruction with a 250cc mentor memorygel breast implant experienced spontaneous left sided rupture post procedure. The rupture was diagnosed through computed tomography. Additionally, several unexplained systemic symptoms were stated. Asthma, cough, shortness of breath, lung infection/inflammation, and immunoglobulin g deficiency were noted. As a result, removal without replacement was performed on (B)(6) 2020. The left sided rupture was reported initially under 1645337-2020-03852 on (B)(6) 2020. On (B)(6) 2020 mentor received additional information and initial awareness of the general symptoms. This report relates to the right prosthesis.